Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and entered more carbohydrates onto the pump than consumed. Reportedly, the customer mistakenly overestimated the amount of carbohydrates that was to be ingested for dinner and experienced a low blood glucose (bg) level of 65 mg/dl. The customer consumed carbohydrates to treat low bgs. Recommendation was made to discuss diabetes management with health care provider.